Event description:
A customer reported obtaining an unexpected negative reaction with the 2-cell antibody screening assay on galileo #10169.

Manufacturer narrative:
A review of the image result files showed that reactions visually appeared as reported by the instrument. Initial testing was washed with the yellow pump. Repeat testing and testing of a new sample were washed with the red pump. The customer cleaned the washer manifold and performed repeat testing of both samples with the yellow pump. The expected positive results were obtained. The instrument is operating according to specifications.